Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the supraduodenal artery using ruby coils. During the procedure, the physician successfully placed two ruby coils into the target vessel using a lantern delivery microcatheter (lantern). After advancing the third ruby coil into the target vessel, the physician decided to reposition the ruby coil within the vessel and reported feeling resistance while advancing. The physician then advanced the non-penumbra diagnostic catheter further over the lantern to gain additional support, and retracted the ruby coil back into the lantern, in preparation to detach the ruby coil. However, it was reported that while retracting the ruby coil back into the lantern, the ruby coil unintentionally detached. The physician was able to push the remaining 1 cm of the ruby coil out of the lantern into the vessel using the coil's pusher assembly. The lantern was then flushed, and the procedure was completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.